Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level reached 15.2 mmol/l (274 mg/dl), while wearing the pod between 1 and 4 hours. The pod reportedly tore away from the adhesive backing, causing the cannula to dislodged from the infusion site (leg). As treatment, a new pod was successfully applied.